Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). They stated it was believed the ins may have been tilted in the pocket which could be the cause of the coupling issues, por and battery depleted screen. They stated a pocket revision has been scheduled. The issues had not been resolved at the time of the report. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the ins recharger (insr) overheats and turns off when recharging. The patient sees the thermometer screen. They confirmed they lay on the antenna to charge as that was the only way to obtain coupling. The patient stated they can only obtain a max of 4 coupling bars and they disappear if they move a little bit. A replacement antenna was sent. No patient complications were reported as a result of this event. Additional information was received from the consumer and manufacturer's representative. It was reported that the patient met with the manufacturer's representative today for an appointment. The manufacturer's representative (rep) was notified that the patient had a power-on-reset (por) message come up as he was attempting to clear it at the time of the call. When the caller interrogated using the 8840 the message that the battery was depleted was displayed. The caller attempted to charge the neurostimulator (ins) using the patient's recharger and they were able to connect to the battery but with 0 coupling bars. The reason for the call was to attempt to get better recharger (insr) connection. The rep stated that the patient was sent a new antenna but could only get good coupling if she laid on top of the antenna. Technical services reviewed using al. The rep got the numbers 58, 58, 60 on his first attempt. On the second attempt they got 64, 64, 68. The rep attempted to start a recharging session with the antenna in that position and the ins connected with 4 coupling bars then dropped down to 2 bars. The caller did not know the status of the ins in the pocket. Caller was redirected to their healthcare provider. The rep is going to continue to charge with the patient and they will clear the por after the ins is charged to 25%. No symptoms reported. No further complications were reported/anticipated.